Event description:
It was reported that this pacemaker exhibited a sudden jump in pacing impedance. The pacing impedance reached a high out of range value, which resulted in a lead safety switch (lss). It was noted that the device also exhibited myopotential oversensing from the lss's unipolar setting. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a sudden jump in pacing impedance. The pacing impedance reached a high out of range value, which resulted in a lead safety switch (lss). It was noted that the device also exhibited myopotential oversensing from the lss's unipolar setting. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a sudden jump in pacing impedance. The pacing impedance reached a high out of range value, which resulted in a lead safety switch (lss). It was noted that the device also exhibited myopotential oversensing from the lss's unipolar setting. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.